Event description:
A report was received that stated the pump alarmed "check clutch." No patient injury or adverse event was reported.

Manufacturer narrative:
The suspect device was returned and evaluated. The pump was run through multiple delivery tests at various rates and infusion profiles; however, we were unable to duplicate the customer's report of "check clutch" alarm. A review of the pump alarm history did not indicate that the "check clutch" alarm was listed in the history. The pump top housing and bottom housing were both cracked and required replacement. After repair, the device was found to pass all delivery, accuracy and functional tests.